Manufacturer narrative:
The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, the screwdriver tip broke off in bolt head during implantation, disabling further advancement. The bolt was removed with vise grips and replaced with another bolt from the set, same size. The surgery was on the right foot. No patient complications were reported.

Manufacturer narrative:
The parts were returned. Visual inspection of the returned driver confirms that the driver tip has fractured and a fragment of the driver tip remains in the proximal end of the bolt. Visual examination also reveals damage occurred to the proximal end of the bolt during removal.